Event description:
It was reported that noise was reported from the right ventricular (rv) lead which was oversensed by the device. The physician elected to explant and replace this device and rv lead to resolve the event. The patient was stable with no additional adverse consequences. It was confirmed that the rv lead was a competitor's product. At this time, the device is retained at the facility and is not expected to be returned for analysis.